Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On (B)(6)2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 01973) for female sterilisation. The patient had a medical history of d and c, miscarriage, tobacco user, parity 4, multi gravida and stress urinary incontinence. The patient had a family history of cancer and heart disease, unspecified. Concurrent conditions were listed as pelvic pain female and uterovaginal prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: three ap pelvis fluoroscopic images obtained during the procedure. Bilateral radiopaque essure colts are appropriate in position with bilateral tubal occlusion continued. No spillage of contrast into the peritoneal cavity of opacification of the fallopian tube lumes. Impression: bilateral tubal occlusion. [Pathology test] on (B)(6) 2021: diagnosis: uterus, cervix and fallopian tubes: cervix: squamous metaplasia and accompanying mild chronic cervicitis focal lsil/cin-t. Endometrium: benign secretory phase endometrium. Myometrium: negative for significant histopathologic alteration. Adneza: bilateral benign fallopian tubes. Clinical history: pelvic pain. Specimens received: uterus, cervix and fallopian tubes. Gross description: sectioning through each fallopian tube reveals, within the proximal aspect, a silver metallic tightly coiled wire which is located entirely within each tube. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lot number, surgical pathology report (lab data), concomitant condition, medical history and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. D01973) for female sterilisation. The patient had a medical history of d & c, miscarriage, tobacco user, parity 4, multi gravida and stress urinary incontinence. The patient had a family history of cancer and heart disease, unspecified. Concurrent conditions were listed as pelvic pain female and uterovaginal prolapse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2146 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 26-may-2015: findings: three ap pelvis fluoroscopic images obtained during the procedure. Bilateral radiopaque essure colts are appropriate in position with bilateral tubal occlusion continued. No spillage of contrast into the peritoneal cavity of opacification of the fallopian tube lumes. Impression: bilateral tubal occlusion. [Pathology test] on 11-jan-2021: diagnosis: uterus, cervix and fallopian tubes: cervix: squamous metaplasia and accompanying mild chronic cervicitis focal lsil/cin-t endometrium: benign secretory phase endometrium myometrium: negative for significant histopathologic alteration adneza: bilateral benign fallopian tubes clinical history: pelvic pain. Specimens received: uterus, cervix and fallopian tubes. Gross description: sectioning through each fallopian tube reveals, within the proximal aspect, a silver metallic tightly coiled wire which is located entirely within each tube. Lot number: d01973 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.